Manufacturer narrative:
Device eval summary below: qa has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
The physician reported that immediately after treatment with cosmoplast in the lips, there was a purple area on the lower inner lip. The physician applied a warm compress. Examination of the pt five days later noted that the area was black and very painful. The physician diagnosed the event as a vascular occlusion and prescribed warm compresses, oral aspirin and oral advil.